Event description:
International customer reported that a pt presented with an unstable sternum in 2006, following a mitral valve procedure performed eight days earlier. The pt was returned to surgery for repair. Pt subsequently expired two days later due to stroke secondary to hypoxia.

Manufacturer narrative:
A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.